Event description:
Philips received a complaint by the customer on the v60 indicating that the stand was damaged. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the stand was damaged. A philips authorized service provider (asp) went onsite and ordered a replacement stand. The philips asp then replaced the stand to resolve the reported issue. The philips asp replaced the stand to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.